Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement articulating arm shipped to site. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported their navigation system articulating arm would not tighten properly and was difficult to lock. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.